Event description:
It was reported that during a da vinci hysterectomy procedure the surgeon experienced insufflation loss at the camera trocar. The site replaced the camera trocar; however, the insufflation loss persisted. At this time the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No system malfunction occurred.

Manufacturer narrative:
Based on the investigation performed by an isi field service engineer, it was determined that the loss of insufflation was due to the site vaginally inserting an occulator device that is a non isi supplied product. While onsite, the fse tested the da vinci surgical system and determined that the da vinci surgical system worked as intended, no system malfunction occurred and the system did not cause or contribute to the converted procedure.